Manufacturer narrative:
Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown.

Manufacturer narrative:
Patient's weight is unknown. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced bone fracture.